Event description:
Return product from complaint number cm621 was received on 9/21/96 and evaluated on 9/25/96. On that date the strips met specs for blood glucose accuracy. However, one of the three normal control test results did not meet specs for accuracy. The result was 115 (range: 118 - 176).